Event description:
It was reported that during use of the bd 10ml syringe luer-lok¿ tip there was an issue with foreign matter. The rubber seal on the plunger had an oily substance. The following information was provided by the initial reporter, translated from polish to english: pharmacy users stated that "the syringe plunger rubber is dirty with oily substance". It is about the plunger made of rubber.

Manufacturer narrative:
Investigation summary: one sealed packaged 10ml syringe from batch #8303892; five sealed and one opened packaged 10ml syringes from batch #8303894; two sealed packaged 10ml syringes from batch #9037755; two sealed packaged 10ml syringes from batch #8276910 were received. All samples were confirmed to be p/n 300912 and were visually evaluated. All syringes were observed to have a very small amount of visible silicone presence on the stopper surface. The amount of silicone observed is normal and expected amount for this product per product specification. No defects were observed in the returned samples. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9037755, medical device expiration date: 2024-01-31, device manufacture date: 2019-02-06, medical device lot #: 8276910, medical device expiration date: 2023-09-30, device manufacture date: 2018-10-03, medical device lot #: 8303894, medical device expiration date: 2023-10-31, device manufacture date: 2018-10-30. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd 10ml syringe luer-lok¿ tip there was an issue with foreign matter. The rubber seal on the plunger had an oily substance. The following information was provided by the initial reporter, translated from (B)(6) to english: pharmacy users stated that "the syringe plunger rubber is dirty with oily substance". It is about the plunger made of rubber.